Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The physician deployed a promus element plus stent in the target lesion. Post deployment a secondary device was used and the stent foreshortened. The procedure was completed by deploying another stent in the target lesion. No patient complications were reported. Additional information has been requested and is not available.

Event description:
Correction: stent damage did not occur as previously reported. Post deployment, the stent foreshortened and missed the lesion.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).